Event description:
It was reported that the patient experienced chest pain and heart rate of 45bpm. The implantable pulse generator (ipg) was pacing below the programmed rate and the patient "was not palpating at the time". The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.